Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted tilt lock. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the tilt lock on the 9800 is not locking. There was no report of patient injury.